Event description:
On march 4, 2009, the lay user/patient's spouse contacted lifescan (lfs) alleging that the lancet holder of her onetouch lancing device was damaged. The complaint was classified based on a brief conversation the medical surveillance specialist (mss) had with the patient in addition to the documentation provided by the customer care advocate (cca). The patient reported that the alleged issue began at an unspecified time the month prior. As a result of the issue, the patient claimed she had to make multiple attempts to obtain a blood sample using the subject lancing device. Sometimes after the alleged issue started (date/time unknown), the patient reported that her finger became swollen. It is unknown if the patient tested on the one specific site or attempted to obtain a sample from different sites or if she changed the lancet between the attempts. However, on the afternoon of the next day, the patient reported that she had to receive antibiotics from her hcp for an infection. At the time of troubleshooting, the cca noted there was no known trauma to the reported device. Replacement product was sent to the patient. This complaint is being reported because the patient claims she had to receive medical treatment by an hcp for an infection after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.